Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical buildup of internal battery impedance.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) reached elective replacement indicator (eri) due to a charge time (CT) of 21.8 seconds, with a monitoring voltage of 2.66. Boston scientific technical services (ts) was consulted and discussed that the device reached eri due to CT. The device was subsequently explanted with an allegation of premature eri, and was successfully replaced. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
The device was later returned for analysis.